Event description:
The pump was returned to animas for a worn keypad. Investigation found contamination under the keypad buttons. This report is made based on the result of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad symbols were found to be worn but the keypad was intact with no peeling. The contrast button was found to be intermittently responding to button presses; the contrast button has no effect on the pump's insulin delivery function. All other keypad buttons were responding appropriately. The keypad was removed and contamination was observed under all of the button contacts. (B)(6).